Event description:
The customer identified falsely depressed sodium results for one patient. The following information was provided: initial result 104 mmol/l, repeat 138 mmol/l.

Manufacturer narrative:
No patient identifier or demographic information was provided. Initial reporter phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr examined the analyzer and found that the detergent pump line was switched with the water blank line. The fsr reconfigured the lines and replaced the 1 ml syringe (ln 09d41-03) which resolved the issue. A review of service history for the alinity c (serial number (B)(6) ) revealed no additional occurrences of discrepant results after the current complaint, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the 1 ml syringe (ln 09d41-03) did not identify any trends. Review of tracking and trending for the alinity c did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate; alinity ci-series operations manual provides the customer instructions & illustrations for the proper removal and replacement of the 1 ml syringe (ln 09d41-03). Based on the investigation no systemic issue or deficiency of the 1 ml syringe (ln 09d41-03) or the alinity c (serial number(B)(6) ) was identified.previous reports incorrectly listed a concomitant product (alnty c calcium rgt 400, 07p57-20, unknown); this was added in error and has been removed.

Event description:
The customer identified falsely depressed sodium results for one patient. The following information was provided: initial result 104 mmol/l, repeat 138 mmol/l no impact to patient management was reported.